Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues may have been due to a potential measurement error at implant.

Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this spectra penile prosthesis (spp) has been experiencing an intermittent cold sensation in the penis since the implant procedure. In addition, the patient stated that he feels the device was undersized. No additional information was provided.

Manufacturer narrative:
Additional information updated: b2: outcomes attrib to adv event. B5: describe event/problem. D6b: explant date. H6: impact codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues may have been due to a potential measurement error at implant.

Event description:
It was reported that the patient with this spectra penile prosthesis (spp) presented an intermittent cold sensation in the penis since the implant procedure. In addition, the patient experienced dissatisfaction with device girth as he feels it was undersized. A revision surgery was performed, during which it was confirmed that the device was undersized, leading to cold sensation, thin penis and floppy glans; therefore, the spp was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. A3a: sex. A3b: gender. B7: other relevant history. D4: model number, lot number, catalog number, expiration date, unique identifier. E1: initial reporter. E2: health professional? E3: occupation. G2: report source. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues may have been due to a potential measurement error at implant.

Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this spectra penile prosthesis (spp) experienced an intermittent cold sensation in the penis since the implant procedure. In addition, the patient was dissatisfied with device girth as he feels it was undersized. A revision surgery was scheduled, and no additional patient complications were reported.